Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm calibrated the transducer then completed scheduled preventative maintenance (pm) on the iabp unit. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during a service/test performed by a getinge service territory manager (stm), the drive transducer for the cs300 intra-aortic balloon pump (iabp) was observed to be out of calibration. There was no patient involved and no adverse event reported.